Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via manual injection. Reportedly, customer has discontinued current pump therapy, and reverted to an alternate pump. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.